Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that the patient experienced a stroke. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. The patient was discharged home the next day. On (B)(6) 2019, the patient underwent an uncomplicated left knee total arthroplasty. The patient was started on dvt prophylaxis utilizing asa (325 mg) one tablet twice daily orally. Preoperatively, the patient was significantly deconditioned and postoperatively started developing weaker. On (B)(6) 2019, 351 days post implant procedure, the patient was noted to have deconditioning of upper and lower extremities, more confused and lethargic. The duration of focal or global neurological deficit was more than 24 hours. On the same day, a CT scan revealed no acute intracranial pathology, mild cortical volume loss and chronic ischemic microvascular change. On (B)(6) 2019, MRI of the brain revealed, a tiny focus of increased diffusion weighted signal within the left frontal lobe, mild global cerebral volume loss without lobar predilection, mild chronic microangiopathic changes and overall decreased marrow signal pattern. The MRI finding was non-specific, but could be seen in setting of anemia, smoking history or even a marrow packing disorder. On (B)(6) 2019, ultrasound/doppler of carotid revealed minimal atherosclerotic plaque in both bifurcation regions without significant hemodynamic stenosis seen. Nih stroke scale score dated revealed a total score of 0. On (B)(6) 2019, the patients altered mental status had significantly improved. From a neurologic stand point, the patient was back to baseline with upper and lower extremity strength. On (B)(6) 2019, the patient was discharged to a skilled nursing facility.